Manufacturer narrative:
08/15/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure using an imaging system and a navigation system, the site was switching between scans when the navigation system became unresponsive. A re-boot restored the navigation system to normal function. The surgeon completed the procedure with the use of the navigation and the imaging systems. There was no impact on patient outcome.